Manufacturer narrative:
Additional information received - it was reported that the stent has now thrombosed. The patient was on plavix and over the weekend it clotted off. P2y12 test was performed and it came back at 209 which means the plavix was not working so they moved the patient to brilinta. The stent may have clotted due to the patient not absorbing plavix medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a neuroguard stent iep system for patient treatment in the right proximal carotid artery iliac reported to be fibrous and exhibiting plaque with moderate tortuosity and minimal calcification with 90% stenosis. The stent was deployed accurately. It was reported that a possible stroke-like symptoms/vasospasm occurred. Post procedure CT was done siding vasospasm and no major strokes. The patient started having issues in which needed atropine was needed and increased perfusion post pre-dilatation balloon. The stent was deployed and after the stent was implanted, patient could not move or squeeze their left hand/arm. The patient exhibited slurred speech for about 10 minutes, but was starting to get some of their speech back before going to CT. CT was done showing no major strokes, possible days of vasospasm. Patient was admitted and sent to ICU. The issue is still present. No further patient injury reported for this event. Model of primary filter used was medtronic spider fx 7mm. Spider fx 7mm filter was deployed before pre-di latation. Model of pre dilatation balloon used medtronic was rapidcross 4x40. Symptoms started when we were deploying the stent. Ng filter was deployed after the pre dilation. After pre-dilatation and when the stent was deployed, patient could not say their name. Slurring of speech. Patient could not move their left arm. Sizing was to the recommendation of the IFU. Post pics look good with no sign of oversizing. Spasm was not confirmed angiographically.